Event description:
It was reported that during the implant attempt, "four pieces of something fibrous was stuck on the right ventricular (rv) coil after pulling it out of the sterile package. The physician removed a couple but did not feel comfortable implanting lead". The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 6949-65 defib lead lfj112408v, implanted: 2006 (B)(6); 7232cx defibrillator implanted: 2006 (B)(6). (B)(4).

Event description:
It was reported that during the implant attempt, "four pieces of something fibrous was stuck on the right ventricular (rv) coil after pulling it out of the sterile package. The physician removed a couple but did not feel comfortable implanting lead". The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed and no anomalies were found.